Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? A post-resection was required. Further information was requested and the following was obtained: it was reported that ¿a post-resection was required.¿ are you referring to the resection performed during the initial procedure? Or, did the patient require a reoperation? How was the post-resection completed? Unknown. Were there any patient consequences or changes to the post-operative care of the patient? No. The resection performed during the initial procedure. There was no further intervention required.

Event description:
It was reported that during a lap sigma procedure, stapler did not fire and stapled not completely. Stapler could not be removed from the patient. It had to be resected again.

Manufacturer narrative:
(B)(4). Batch # r57c1v. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.